Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21. Customer's blood glucose was unknown mg/dl. The customer was advised that the a21 alarm is a program safety alarm on paradigm x15 and up. Customer was advised that the device would be replaced. The customer was advised that they may continue to wear the insulin pump until replacement arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.